Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Pt reported the up/down button of the infusion device is defective. No physiological effects were reported, and the pt did not require treatment from a healthcare professional or second party to address the issue. The infusion device was returned for evaluation. A preliminary evaluation revealed the snap dome of the down button was pressed through due to an external mechanical influence. This source led to an always activated down button; therefore, none of the buttons react on pressure. Additional information will be submitted when the evaluation is complete.